Event description:
Note: this report pertains to the second of two malfunctions occurring during the procedure. During an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, the cutting wire of the hydratome rx snapped/broke. The device was removed and the physician attempted to perform the sphincterotomy using an autotome rx (subject device). However, the cutting wire on this device also snapped/broke. This device was removed and a second hydratome rx was used to complete the procedure. There were no reported complications to the patient. Refer to MFR report #3005099803-2009-01005 for details regarding the first device.